Event description:
Beckman coulter field service engineer (fse) reported that the coulter ac¿t diff 2 analyzer generated white blood count (wbc) voteouts on patient samples. The affected results were not reported outside of the laboratory. The customer re-tested the impacted samples on another analyzer at the customer's site. Printouts for the incomplete computation patient results were requested; however, they have not been received as of (B)(4) 2013. There was no death or injury associated with the reported event.

Manufacturer narrative:
The field service engineer (fse) reported that the main control board cb/cb2 was replaced on the act diff 2 analyzer. While on site, the fse also performed aperture latex calibration along with 4c control verification. The instrument was successfully calibrated and was performing as expected. The replaced part will be returned to beckman coulter for further evaluation. Failure mode was related to main control board/card cb/cb2.